Event description:
A customer reported kinked tubing during the use of the one-link y-type catheter set. According to the report, the tubing kinked during patient use when the patient's arms were 'tucked down' to the sides during surgery. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.